Event description:
It was reported "failed iab. The iab failed the leak test". Additional informaiton states that the iab catheter was removed and not replaced due to " md stated tha tthe patient would be fine without the support". No patient injury or consequence reproted. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer submitted one photo for analysis. The photo shows an iabp recorder strip with a possible helium loss 2 alarm. No other defect or anomalies were observed. A complete visual inspection could not be performed as no sample was returned for analysis. The reported complaint of "persistent possible helium loss 2 alarms" was confirmed by visual inspection of the customer supplied photo. The DHR was reviewed with 1 relevant finding; however, the devices in scope were sorted and full complaint verification testing could not be performed as no sample was returned for analysis. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "failed iab. The iab failed the leak test". Additional informaiton states that the iab catheter was removed and not replaced due to " md stated that the patient would be fine without the support". No patient injury or consequence reproted. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).